Manufacturer narrative:
Service performed extensive troubleshooting on architect i2000sr, isr04015. During this troubleshooting, service replaced and calibrated multiple parts, however, the syringe (part number 7-77650-02-98gr) and arc, probe (list number 08c94-47) were deemed the likely causes for the issue. The module function was verified with a control/precision run. No contributing factors related to the complaint were identified. The service history review of the architect i2000sr, isr04015 determined no issues were identified related to the erratic discrepant results. The tracking and trending review determined no trends for the syringe (part number 7-77650-02-98gr), the arc, probe (list number 08c94-47), or the architect i2000sr analyzer (isr04015) were identified. The device history review showed no non-conformances or deviations for the syringe (part number 7-77650-02-98gr) or the arc, probe (list number 08c94-47) were identified. Labeling review found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency for the architect i2000sr, isr04015 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported false positive architect stat high sensitive troponin-I results for 2 patients. The customer provided the following data (cut off is 36 ng/l): on (B)(6) 2020 sid (B)(6) = initial result = 187.6 ng/l, repeat = 0 ng/l; sid (B)(6) (new blood collection from same patient) = results = 0 ng/l. On (B)(6) 2020 sid (B)(6) = initial result = 504.6 ng/l, repeat = 16.8 ng/l; sid (B)(6) (new blood collection from same patient) = results = 20.6, 16.0, 18.7 ng/l.